Event description:
The facility reports the patient was being transferred to the bathroom. About halfway there, one of the leg clips let loose on the ppp. The resident fell out of the sling onto the floor, fracturing a rib. The resident was taken to the emergency room and admitted to the hospital.

Manufacturer narrative:
The lift and sling were inspected. Apart from cosmetic damage, both were reported to be in functional shape. Detailed information on the clips indicated that they were found to be in good condition. Out of a simulation of the event, it appears that the clip, during transfer, is sufficiently locked and kept in place by its design and the patient's weight. It cannot become undone without the clip strap being pulled upwards. This can occur inadvertently if the carer does not follow the operating and product care instruction (opi) of the lifting device and uses these straps to try to position the patient. The lifter opi clearly states, "warning: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." The manufacturer notes that, since there appears to have been no deficiencies and no direct casual link between any supposed medical device malfunctioning and the patient dropping, the root cause of the incident appears to be insufficient knowledge of the opi for the lifter. The manufacturer suggests the facility personnel be retrained to the opi.